Event description:
It was reported that the customer was receiving many no delivery alarms. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and insulin did exit the tubing. The customer stated that the cannula was not bent. Explained that the insertion site may have been occluded. Advised customer to change the entire infusion set and return the infusion set for analysis. The customer decided to exchange the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.